Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on (B)(6) 2010. An actual sample was submitted for evaluation. The sample was submitted to underwater pressure testing which confirmed the reported condition of a leak in the injection site. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. After reviewing the result of the test, it was found that the set had a crack in the y-site. Although the reported condition was confirmed, the root cause of this condition was not identified.

Event description:
The customer reported to baxter (B)(4) a low absorption set that had a leakage due to crack in the injection side. The event occurred on (B)(6) 2010 but only reported to baxter by the distributor on (B)(4) 2010. The condition was reported to have occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.